Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as diagnosis, the patient was hospitalized for three weeks for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (frequencies were not reported, doses and routes were unknown). Three weeks after the date of diagnosis, the patient was fully recovered from the peritonitis, was discharged from the hospital and apd therapy was ongoing. No additional information is available.